Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Reportedly, the customer blood glucose (bg) level ranged from 450-500 mg/dl. Customer administered a correction bolus to lower bg level. The customer was able to reload the cartridge successfully and resume insulin delivery.